Event description:
The customer contacted beckman coulter (bec) stating that the coulter lh 780 hematology analyzer was leaking below the white blood cell (wbc) bath through the pinch valve. The volume of the leak was a few ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat and gloves. No one was splashed, sprayed or injured. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found that the yellow stripe tube for valve (vl12b) had a hole. The fse replaced the tubing that fixed the leak. Failure mode was attributed to a hole in the yellow stripe tubing at vl12b. (B)(4).